Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed. Device history record reviewed. Package insert reviewed.

Event description:
Allegedly the patient fell on (B)(6) 2010 which led to a fracture of the neck plug.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00042, 00043. This event occurred in (B)(6).